Event description:
It was reported that the arm on the cart broke. It was further reported that the event did not happen in a case and there was no patient involvement.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.